Event description:
Procedure type: general surgery. According to the reporter: the balloon popped. There was no unanticipated tissue loss. The extension of the incision by more than one inch. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. The device fragment or component did not fall into the patient's cavity. No device fragment was left in the patient.

Manufacturer narrative:
(B)(4).